Event description:
This lead was implanted on (B)(6) 1997 and capped on (B)(6) 2011 due to a repair/upgrade. The r waves on this lead were 20mv. The procedure took place at (B)(6) hospital and health with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).